Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit and damaged during use. Additionally, the mechanical operation of the catheter was damaged and the shaft was bent. Catheter and slitter was returned. The catheter has spiral slitting (technique issue) visible from the beginning and continues along shaft. Shaft is separated at 15.5cm(from the handle), stress marks are visible at and near separation. Shaft is kinked at various locations, damaged during procedure. (B)(4).

Event description:
It was reported that during slitting the catheter sheared in half. The catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.